Event description:
It was reported that patient underwent a bilateral patella exchange procedure in 2013. Subsequently, revision procedures has been indicated allegedly due to a polyethylene allergy; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.